Manufacturer narrative:
A decision was made to recall the product. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011, with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the user facility report referenced in this medwatch are for the same patient, part number, and event. This report filed february 23, 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the doctor was using a t-handle to lock the distal stem to the proximal body at the back table. As the surgeon was driving in the locking screw, the tabs on the t-handle fractured. No patient injury or delay in the procedure was reported.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, the doctor was using a t-handle to lock the distal stem to the proximal body at the back table. As the surgeon was driving in a locking screw, the tabs on the t-handle fractured. No patient injury or delay in the procedure was reported.